Manufacturer narrative:
(B)(4). The warnings in the package insert state this type of even can occur. The product is still being used by the patient; therefore it will not be returned for an evaluation. Review of the device history records show that the device was released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 3 of 3 for the same event. Reports 1 and 2 are reported on MFR #0002242816-2016-00027 and 0002242816-2016-00028.

Event description:
The sales representative reported that the patient experienced a burn from using lt 4500 electrodes and 63b electrodes with the spinalpak. The patient went to his doctor for his symptoms. His doctor prescribed him a cream. The patient advised he had to miss some work days as a result of the burns.